Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . On the same day the sensor was inserted, the patient and mother stated that dexcom showed "sensor error." The patient vomited, felt extremely exhausted, dizzy, and was unable to open his eyes. His mother gave him an insulin drip bag. His mother tested his bg, and it read 582 mg/dl. The behavior of the display device at that moment was not reported. The patient said the same day, he went to the hospital. The nurse provided insulin and pain relievers (oxycontin). The nurse checked his blood sugar and it was 200 mg/dl; however it was reported that the patient was diabetic ketoacidosis and was admitted to the hospital. The behavior of the cgm at that moment was not reported. The patient stated he was discharged on (B)(6) 2024 (11am to 12pm). Data investigation could not confirm no readings/ sensor error/ brief sensor issue occurred. However sensor error under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.